Event description:
A rita medical systems generator, and intelliflow infusion pump was used to provide palliative treatment of a painful metastatic tumor on a bone. The family reported the patient was undergoing outpatient treatment at a local burn center for burns sustained on the heel and thigh, at the site of ablation and the grounding pad. The procedure was a success in that the patient experienced improved mobility and alleviation of the bone pain from the tumor.